Event description:
It was reported that while unpacking for an unspecified percutaneous transluminal angioplasty (pta) procedure an open pouch was noted. A imager ii/5/pigtail/90/035 was unpacked and noted to have an open pouch. The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
(B)(4).